Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2020-00048. Device 2 is being reported under MDR 2247858-2020-00049. Device 3 is being reported under MDR 2247858-2020-00050.

Event description:
"Endovascular aneurysm repair occurred on (B)(6) 2020 at palo alto va by dr. (B)(6) . Final intraoperative angio revealed a slight potential type 1a, but was inconclusive. Ballooning of plz took place along with the aortic bifurcation and the iliacs down to the iliac bifurcations. A second angio was done intraoperatively and inflow and outflow was complete with no delays or impingements of the limbs. Patient came in on (B)(6) 2020 for a left limb thrombosis, which was present from the endograft flow divider down thru the left iliac. A reintervention was performed with kissing balloons and kissing stents in the lilac." Patient outcome: "no known injuries caused to the patient."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR (B)(4). Device 2 is being reported under MDR 2247858-2020-00049. Device 3 is being reported under MDR 2247858-2020-00050.

Event description:
"Endovascular aneurysm repair occurred on (B)(6) 2020 at (B)(6) by dr. (B)(6). Final intraoperative angio revealed a slight potential type 1a, but was inconclusive. Ballooning of plz took place along with the aortic bifurcation and the iliacs down to the iliac bifurcations. A second angio was done intraoperatively and inflow and outflow was complete with no delays or impingements of the limbs. Patient came in on (B)(6) 2020 for a left limb thrombosis, which was present from the endograft flow divider down thru the left iliac. A reintervention was performed with kissing balloons and kissing stents in the lilac." Patient outcome: "no known injuries caused to the patient."